Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to possible pocket infection. The patient presented to the clinic with pocket swelling, warmth to the touch, and some pus at the pocket site. The physician suspected the infection to be superficial. The physician then placed a tyrex pouch, cleaned the pocket, and subsequently reinserted the device. There were no additional adverse patient effects reported. This rv lead remains in service.

Manufacturer narrative:
This device remains in service; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Risk review is not required - the event is not reportable in an eea/great britain country + bsc is not responsible for training + no new hazard was identified. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to possible pocket infection. The patient presented to the clinic with pocket swelling, warmth to the touch, and some pus at the pocket site. The physician suspected the infection to be superficial. The physician then placed a tyrex pouch, cleaned the pocket, and subsequently reinserted the device. There were no additional adverse patient effects reported. This rv lead remains in service.